Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical services (gts) rep evaluated the machine and was unable to duplicate the reported condition. Checked all connections on display/touchscreen. Powered on/off prismaflex machine five times and verified proper operation of touchscreen. Verified filter pressure transducer. Gambro renal products has requested additional info relating to this incident and an investigation is ongoing. It is expected the investigation will be concluded by the end of q.3 2006. A final report will be submitted once the investigation is concluded.